Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported by the nurse that after 3 days of use, the catheter ruptured at the junction with the hub. The catheter had to be removed immediately and was done so without complaint of obstruction.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. One 2 fr perqcath catheter was returned for investigation. The catheter did not extend past the distal end of the winged hub. Use residue was observed throughout the sample. The distal segment of the catheter was not returned. A section of the catheter was visible within the clear wing over sleeve. The over sleeve was cut to reveal the distal end of the remaining catheter. Microscopic observation of the distal end of the catheter revealed an uneven surface. A jagged break in the catheter surface was present. No material damage was present on the over sleeve corresponding to the distal end of the catheter. Based on the description of the reported event and condition of the returned sample, possible contributing factors include securement technique and excessive tensile force. As the break in the catheter was observed, the complaint is confirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that after 3 days of use, the catheter ruptured at the junction with the hub. The catheter had to be removed immediately and was done so without complaint of obstruction.